Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse powered on the system in normal mode and rebooted several times without any issues. The fse reviewed the system log and found errors 64 and 40084 pointing to an issue with universal surgical manipulator (usm) 4. The fse noted that usm 4 needed to be replaced to avoid future problems. However, the site had no system warranty contract and declined service. The fse advised the site to not use the da vinci system. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system generated error 26002 after a harmonic ace instrument was installed on universal surgical manipulator (usm) 4. The site recovered the 26002 error and continued with the case. However, the error returned for more than five times during the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log and identified errors 307 and 40084 pointing to usm 4 issue. System functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure was completed with no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: the site disabled usm 4 and completed the procedure successfully with the remaining usms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported failures (errors 26002, 23137, and 40084 on the insertion). The usm was tested on an in house system and passed in normal mode. The system did not trigger errors 23002, 23137 or 40084, but they were confirmed via the system logs on the insertion. Visual inspection found surface contamination on the spar, tornado switch, and insertion clutch switch. The usm was tested on a psc (patient side cart) fixture test platform (pftp) and passed all tests that were performed. The usm internal parts would be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 4 to resolve the reported problem. The system was tested and verified as ready for use. Isi has received usm 4 for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.